Manufacturer narrative:
D2b - additional pro code (product code): lit g4 - additional premarket / 510(k): k141597.

Event description:
It was reported that device entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. When removing the device after inflating, resistance was felt as the non-boston scientific wire was caught. Consequently, the balloon had become deformed. The device was removed carefully and slowly from the patient and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597. The device was returned for evaluation. A visual examination of the returned device found that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. No issues noted with the balloon material. A visual examination of the markerbands identified no issues. A visual and tactile examination identified multiple shaft kinks. The shaft was also noted to be stretched on different locations along the length of the device. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. When removing the device after inflating, resistance was felt as the non-boston scientific wire was caught. Consequently, the balloon had become deformed. The device was removed carefully and slowly from the patient and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.